Event description:
A dialysis facility reported that a pt gained weight after a hemodialysis treatment. The pt weighed in at 57 kg. Uf goal was set at 1,700 ml. For 3 hrs. There were no reported alarms and the pt was asymptomatic during treatment. The problem was only identified when the pt weighed post treatment. Their post weight was 58.5 kg. Review of the treatment data showed that the uf rate defaulted to 10 during treatment. There was no serious injury/illness.